Event description:
During patients dialysis treatments at our facilities, blood leaks were occuring intermittently from both the arterial and venous blood tubing sets. Manufacturer notified our organization that the leaks were caused by slits cut into the tubing from careless use of a box cutting knife. The manufacturer replaced all tubing sets from the affected lots and the problem was resolvedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: tubing. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, inserviced by manufacturer/distributor representative. The device was destroyed/disposed of.